Event description:
In 9/93, a recall was issued for improper sterilization of all sponges. Immediate action taken, sponges removed and returned to co. Because there wasn't another product available to the hosp only small sponges from another co were used. Sponges, both 18" x 18" and 4" x 18" were reissued from co and have been in use since 10/93. Notification was received at hosp on 2/15/94, that the 4" x 18" sponges were found to still be improperly sterilized, therefore, jeopardizing the life and safety of all the pts having surgery during this time frame.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.